Event description:
A spinal surgery for a stabilization of the vertebrae c4 to t7 has been performed, with the aid of the brainlab navigation for the placement of the pedicle screws. After automatic registration of the scan of the non-brainlab intra-operative CT-scanner with the brainlab navigation system, the user performed the necessary accuracy verification in the navigation before use for clinical decisions. The surgeon noted a deviation of the navigation display in comparison to the actual pt anatomy of several millimeters in superior direction. The pt was re-scanned (intra-operative CT) with respiration suspended, resulting in the same deviation in the navigation. The surgeon continued the surgery with use of the navigation aid, being aware of the deviation and additionally using other techniques to confirm that screw positioning was acceptable. An intra-operative verification CT-scan after the screw placements revealed that the left t7 screw protruded ca 10mm out of the vertebra and abutted the aorta. This screw was replaced by a shorter screw during the same surgery. According to the hospital, there is no negative effect to the pt.

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, although there is no indication of a malfunction or quality or performance issue of the brainlab device, the corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place, the surgeon was aware of the deviation of the navigation display following the necessary accuracy verification before use for clinical decisions, according to the hospital, there is no negative effect to the pt. The cause for this deviation of the virtual display of the brainlab navigation compared to the actual pt anatomy is a de-calibrated non-brainlab intra-operative CT scanner. The reported inaccuracy along the scan direction indicates that the position given by this CT scanner is not accurate. Corresponding brainlab measures are in place for this interface. Brainlab re-calibrated the navigation system to the current status of the non-brainlab CT scanner after this surgery. In this specific case, this would compensate the de-calibration of the CT scanner and currently achieved the desired registration accuracy in the navigation with this CT scanner. Nevertheless brainlab intends to f/u that this CT scanner is adequately re-calibrated by the MFR, to them again perform corresponding navigation re-calibration. Brainlab also intends to re-iterate to this customer that the calibration of the non-brainlab CT scanner must be verified in regular intervals.